Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to sand/debris under the dose button, on washer and on the dose detent. Unable to perform functional test or verify report anomaly due to leadscrew anomaly. No cosmetic damage was noted.

Event description:
The customer reported via phone call that their insulin pen was not working sometimes. The customer stated the insulin exited after changing the needle but they were not confident in the device anymore. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.